Event description:
This rv lead was implanted on 1993 and still remains implanted at this time. A product experience report received on (B)(6) 2016 stated that on (B)(6) 2016 the lead failed to capture due to noise issue. Sensitivity was changed, but undersensing occured. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).